Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. While troubleshooting a max total daily dose alarm, the reporter noted the time in the history was incorrect, displaying am versus pm. The reporter denied changing the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the pump¿s basal rate was increased from (B)(4) 2013, therefore, resulting in a no delivery, exceed total daily dose alarm. A manual time change was observed from (B)(4) 2013 23:36 to (B)(4) 2013 11:35; this change also resulted in an eaw-165 ¿no delivery, exceed tdd¿ to be recorded. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and recorded in the pump¿s history with the correct time and date. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.